Event description:
Reporter alleged obtaining the results of 363 mg/dl, 172 mg/dl, 278 mg/dl and 171 mg/dl back to back within 10 minutes on the advantage system. Reporter stated he took a pill, documented as metformin, after the 363 mg/dl result as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 98% stenosed, 18mm long, eccentric shaped de-novo lesion located in the severely tortuous and severely calcified, 2.75mm in diameter, left anterior descending (lad) artery. Vascular access was obtained through the left brachial artery. This 1.5x15mm apex balloon catheter was used to pre-dilate the lesion. The physician experienced difficulty crossing the lesion with this device, once across, the balloon ruptured at 12atms. The device was removed from the patient intact. Pre-dilation was completed with the use of a 2.5x15mm apex balloon catheter, resulting in 90% stenosis. The procedure was completed with the implantation of a 2.75 x 16mm taxus liberte stent and post-dilation with a 2.75 x 15mm quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "stable".